Manufacturer narrative:
Patient did not return suspect product(s), thus evaluation could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 between 6-8 pm. Patient stated that he received a 56 mg/dl on both his prodigy meters and felt no symptoms of hypoglycemia. Patient waited about an hour and tested again and still received a 56 mg/dl. Patient was driven to the hospital by a friend and the result upon arrival at the hospital was a 142 mg/dl with a hospital meter. Patient does not remember what he ate that day. Patient was at the hospital about 2 hours and received no treatment. Patient was told that it was his equipment and was discharged. Prodigy sent replacement along with a prepaid envelope for return of suspect products.